Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer's blood glucose level was 78 mg/dl. Customer was unable to complete the troubleshooting since customer had to get back to work. Customer stated that a temp basal was not programmed before the alarm occurred. Customer reported that the pump was stored or not in used for an extended period of time. Customer was advised to monitor pump and call if issues recur. Insulin pump will need to be replaced. It was explained to the customer that the 722 pump does not allow the carb ratio to go in decimal points. Customer was walked through programming his pump and was advised to monitor his pump and blood glucose level. No additional info provided.